Event description:
The customer contacted baxter's service center regarding a system error 2084 which occurred on the home choice (hc) during use. The technical service representative (tsr) explained the alarm. The care giver had opened the cassette door, changed the supply bags, and cycled the power to clear the alarms. The tsr advised to let the registered nurse (rn) know that they had reconnected the supply bags and did not complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) spoke with the care giver on (B)(6) 2012. She did not recall the event, so she did not know if the patient had been connected before and after the bags were reused. She stated that she had spoken with the patient's nurse about the incident and about switching out bags. The patient's therapy has been going well since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4) . The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of single-use product was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.